Manufacturer narrative:
Eval result: IV pole bracket.

Event description:
It was reported by service report tht the i.v. Pole would not lock in the upright position. No pt involvement or adverse consequences are reported.